Manufacturer narrative:
The onyx will not be returned for evaluation as it was consumed during the event. Based on the reported information, there did not appear to have been any defect of the onyx during use. The event occurred in the patient post procedure and its cause is not known. Sultan, a. Et al (2014, february). Transarterial embolization of brain arteriovenous malformations. Neurosurgery quarterly, 24(1), 27-36. Doi:10.1097/wnq.0b013e31828c70ad. Mdrs related to this article: 2029214-2016-00787 2029214-2016-00788 2029214-2016-00789. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from literature review that a patient experienced intraventricular hemorrhage after onyx embolization. The purpose of this article was to review the results of embolization of low-grade arteriovenous malformations (avms). 70 patients (31 male, 39 female, mean age 29.7 years) with intracranial avms were embolized. N-butyl cyanoacrylate was used in 45 avms, onyx was used in 19 of avms, and both agents were used in 6 avms. The authors noted that a patient presented with intraventricular hemorrhage and underwent onyx embolization. CT scan taken one week after embolization displayed a recent intraventricular hemorrhage possibly due to hemodynamic changes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.